Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a leak from a crack on the catheter was found while injecting saline. No patient harm.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, but the exact mechanism of damage is unknown. One 5 fr d/l groshong PICC was returned for investigation. The stylet had been removed from and was not returned with the PICC, which indicates that the catheter had been placed. The printing on the extension legs was worn, which is indicative of use. Residue remained adhered to the external surface of the PICC between the bifurcation and the 40 cm depth mark. A functional test confirmed a breach in the tubing near the 51 cm depth mark. An irregular split in the longitudinal direction was observed in the tubing. The edges of the split were slightly jagged and the adjoining surfaces were granular. Due to the evidence of use, it appears that the breach occurred after placement; however, the exact cause of the damage is unknown. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a leak from a crack on the catheter was found while injecting saline. No patient harm.